Event description:
It was reported that cartridge alarm 20 occurred with pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support and was informed that pump had a history of similar cartridge alarms, and technical support arranged pump replacement as resolution. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.